Event description:
It was reported the patient's blood glucose level rose to 398 mg/dl despite administering a bolus of 4.5 units while wearing the pod between 4 and 24 hours. When removed from the infusion site (leg), the pod's cannula was found bent. Bleeding at the infusion site was also reported. As treatment, a new pod was applied and the patient planned to administer boluses.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
No bends or kinks were observed in the soft cannula. The length of soft cannula was observed to be within specification. Fluid path test was conducted. Upon manual rotation of the ratchet gear, fluid was found to exit the fluid path as intended. Blood was observed on the adhesive pad of the returned device. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. The exact cause of the reported bleeding/bruising could not be conclusively determined.